Event description:
It was reported that a merlin.net transmission revealed that the right atrial lead exhibited noise and low impedance. No intervention was reported. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.